Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and were now out of range greater than 125 ohms. The plan appeared to be to continue to monitor at this time, and it was noted that there was also a slight rise of about 100 ohms in pacing impedance during the same timeframe. The lead remains in-service. No adverse patient effects were reported.